Event description:
A customer reported experiencing cartridge alarm 20 during the pumping process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was informed of the steps to take when receiving the replacement. The customer acknowledged these instructions and was directed to return the problematic pump to tandem using a supplied return box and pre-paid label.